Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received the device for evaluation. Service technician was able to verify customer reported complaint that states, multiple error codes. Unit alarmed displays scheduled service 90, 93, 94, 95, 97, 100 during bench testing. Ventilator alarmed config reset, inop and service soon alarm right after powering on the vent. Further investigation reveals a non-conforming main board was causing the vent to alarm config reset and service soon alarm. Installed a known good main board and the reported issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit has multiple error codes, timers on the revel ventilator. The customer reported there was no patient involvement associated with the reported event.